Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the ceramic tip was detached, the sealing ring was damaged and the serial number was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath ceramic tip was loose. The issue was found during reprocessing. There was no procedure involved. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although the root cause of the suggested event could not be specified, it is likely that the damage to the insulation insert was mechanically induced. Olympus will continue to monitor field performance for this device.